Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported complaint. The iesu cauterized, and all ports recognized instruments normally.

Event description:
It was reported that during a da vinci-assisted surgical procedure, bipolar energy was not working on the integrated electrosurgical unit (iesu). The intuitive surgical, inc. (Isi) clinical sales associate (csa) received phone assistance from the isi technical support engineer (tse). The site replaced the energy cords and instrument, but the issue was not resolved. The procedure was completed with no reported injury.